Event description:
Report received of medication missing from a syringe that the customer could not account for. The pump was programmed in the pca mode to deliver a pca dose of 15mg every 10 minutes with a 4-hour lockout of 250mg. The medication being delivered was demerol 10mg/ml. The pump was cleared in 2001 of 165mg. The 30ml (300mg) syringe was reported to only have 7.5ml remaining in it. The customer was unable to account for 6ml (60mg) of the demerol. According to reports received, the rn had difficulty seating the syringe in the pump prior to initiation of the therapy. The tubing was reportedly not connected to the patient at this time. The rn was not aware if any of the demerol had accidentally been wasted during seating of the syringe. There was no reported adverse patient event. The patient required no medical interventions. The pump was removed from service.